Manufacturer narrative:
Approximated based on the appointment date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 16666999/16725000.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the device was non functional. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. All explanted device components will not be returned.